Event description:
Guidewire left in pt from cardiac cath or central line placed during CABG. Discovered 9/96. Attempts to remove via inferior vena cavogram were unsuccessful. Guidewire is similar to pacemaker wire and has healed over.